Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the unusual movement of the clip delivery system (cds). It was reported that during preparation of the cds, when applying m knob, the clip would move in an unintended direction. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported sleeve steering issue was not confirmed. The returned device analysis confirmed that the steerable sleeve functioned as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue (difficult to position) in this incident could not be confirmed. The returned device analysis confirmed that the steerable sleeve functioned as intended; however, a bent actuator mandrel was identified and was likely due to the reported steering issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, follow up information confirmed the device issue occurred during use in the patient. No additional information was provided.